Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 381 mg/dl at the time of incident and current blood glucose level was 416 mg/dl. Customer¿s other blood glucose level was 422 mg/dl and 425 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the some sir bubbles. Customer was able to perform high pressure test at this time and assisted with performing the high pressure test and the test results was no delivery. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that customer observed air bubbles.